Event description:
It was reported during a da vinci-assisted pulmonary lobectomy surgical procedure that a wire fiber from the long bipolar grasper broke off the tip of the instrument. The fragment was retrieved during the same procedure and the procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the long bipolar grasper instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
Intuitive has received the long bipolar grasper associated with this complaint and completed investigations. The instrument was tested on an in-house system showing 3 lives remaining. The instrument passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. There was no physical damage. There was no problem detected.

Event description:
Refer to h10/h11 for follow-up information.